Event description:
It was reported that the patient was admitted to the hospital for ventricular tachycardia (vt) when the device failed to fire. The patient had a sudden onset of palpitations. The patient was discharged the following day. The device remains in use. It was noted that the patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6931 implantable tachy lead, (B)(6) 2005.